Manufacturer narrative:
No unexpected motor error alarms were noted. The insulin pump passed the displacement test, rewind test, basic occlusion test and motor test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported the customer received a motor error alarm during a prime. The customer's insulin pump was not cracked and the customer did not expose their insulin pump to a magnetic field. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).